Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer performed an infusion set and cartridge change to address the occlusion alarm. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer continued to use the pump for insulin therapy.